Event description:
On (B)(6) 2026, a patient was prepped for a port placement procedure using the m.r.I. Implantable port. Prior to the procedure, it was reported that when the surgeon picked up the wire, it was allegedly observed to be coiled, bent, and broken. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.